Event description:
Report of infusion adapter "melting" into a baxter IV bag of high dose busulphan ((B) (4)). No drug had been injected through the infusion adapter, but the spike which was inserted into the IV bag seemed to dissolve in the chemotherapy. Customer informed of having noted that other IV set spike also had melted in similar manner. No pictures or additional information is available.

Manufacturer narrative:
The reported incident does not involve death or serious injury to patient, user or other person. The risk of potential death or serious injury is considered negligible. The spike of the infusion adapter is made of abs plastic (stated in instruction for use). Some drugs or drug solvents are known to compromise the integrity of abs plastic. Further investigations are on-going.